Event description:
It was reported that when the device was used during a low anterior resection procedure, there was partial firing of staples. A temporary colostomy was performed and there are no permanent issues. No device is being returned.